Manufacturer narrative:
The device was returned for analysis. The reported bent device was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The confirmed evidence of damages to the sheath, flex-guide shaft and control wire indicates there was device angle changed during thumb advancer/slider stroke such that distal ring interacted with the flex-guide shaft. However, the treatment appears to be related to circumstances of the procedure. The device was used in a calcified artery. It should be noted that the electronic starclose se instructions for use (eifu), states: do not deploy the clip in areas of calcified plaque. In this case, it is unknown if the IFU deviation contributed to the difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4: expiration date update d4: lot number updated from unknown to 3012441.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 1494- off-label use- patient selection was added to capture the use starclose in a calcified artery.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a starclose se device after a femoral angiogram procedure using a 6f sheath. Reportedly, the starclose se device bent during advancement into the anatomy. No resistance was noted during advancement. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.